Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 44-90 mg/dl. Low bg cause was not known and troubleshooting could not be performed with tandem technical support as the event occurred in the past. Customer consumed carbohydrates to address low bg. A system check was performed and no pump or supply issues were identified. Recommendation was made to consult with a healthcare provider to discuss diabetes management.